Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that approximately two to three hours after exchanging the backup battery, the system controller alarmed for a controller internal fault. Log file analysis confirmed the fault alarm. The system controller was exchanged which resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. Log files b5260914 and b5261317 and were submitted for review, and log file b6240850 was downloaded from the returned system controller (serial number: (B)(6) at abbott. Log file b5260914 contained approximately 3 hours of data (7:25:30 ¿ 9:22:56 on (B)(6) 2022 per the timestamp). No alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. Log files b5261317 and b6240850 contained partially overlapping data; the log files contained approximately 1.5 hours of data combined (12:10:04 ¿ 13:44:14 on (B)(6) 2022 per the timestamp). A controller internal fault alarm associated with a backup battery test circuit fault was active throughout the log files. The log files did not capture when the alarm first activated as the event was overwritten by newer data. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected at 13:41:45, both power cables were disconnected at 13:44:03, and the controller was put into sleep mode at 13:44:14; these events are consistent with the controller being exchanged. No other notable alarms were active in the log file. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(6), was shipped to the customer on 20nov2015. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 IFU (rev. G) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 IFU (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.